Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose levels of 53 mg/dl. The customer treated low blood glucose levels with 2 cans of sprite and 4 glucagon tablets. The customer also reported other blood glucose values such as 88 mg/dl which was treated with 1 cans of sprite and 3 glucose tablets. The customer specified other relevant blood glucose values such as 185 mg/dl, 133 mg/dl, 80 mg/dl, 114 mg/dl, 63 mg/dl, 246 mg/dl, 50 mg/dl, 70 mg/dl, 200 mg/dl. Customer was neither in emergency room, nor admitted into hospital, nor was emergency medical services dispatched as a result of low blood glucose values. Troubleshooting was performed for low blood glucose. The device will not return for analysis.